Event description:
It was reported that during regular follow up, session records revealed one episode of noise due to t-wave oversensing. The noise was not reproducible with pocket manipulation. The patient condition is good. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.